Manufacturer narrative:
Results: fowler, gas spring trip.

Event description:
It was reported by service report that the fowler section would not stay down. No patient involvement or adverse consequences are reported.